Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis, patient outcome and action taken with pd therapy were unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy discharge. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized, however the patient began treatment with unspecified antibiotic therapy. The patient outcome and action taken with pd therapy were not reported. No additional information is available .

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.